Event description:
Customer reports that when the skin-it peeled away from insulin pump, it revealed a crack along reservoir compartment. Customer's blood glucose was 224 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Customer reports that when the skin-it peeled away from insulin pump, it revealed a crack along reservoir compartment.